Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2005 that a radial jaw device was used during an esophagogastroduodenoscopy (egd) procedure (patient age, gender, and weight unknown). According to the complainant, the radial jaw device was "tearing tissues." The device was "either not closing properly or the teeth were not sharp enough."

Manufacturer narrative:
Evaluation of the returned radial jaw revealed that the device had misaligned cutters. The cause of this malfunction cannot be determined.